Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged housing, damaged/deformed pin on the monitor socket, damaged ac connector retainer. The reported event of connection issue was confirmed with the returned power module (serial # (B)(6)). Visual inspection of the returned power module revealed damaged/deformed pin within the patient cable socket. Due to the damaged/deformed pin within the patient cable socket, the test 14v power module patient cable was unable to fully seated within the socket. This resulted in a ¿connect power¿ alarm when a test system controller was connected. Repair was declined and the unrepaired unit was returned to the customer, which was labeled ¿not for human use¿. A root cause that led to the damaged/deformed pin within the patient cable socket could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module connection was giving resistance to connect, and the connection was not fully engaged between the patient cable and the power module. Both the patient cable and power module were replaced.